Event description:
Customer reported that she had low and high blood glucose. Customer stated that her sensor cannula broke inside her body at the time of removal. Customer stated that she is going to the hospital for x-ray because she is concern that the sensor cannula still being in her body. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.